Event description:
A consumer reported that when moving from dark to light, she sees concentric circles of very small dots and black squiggly lines inside the center of her vision. She reported that it only lasts for about 20 seconds and then goes away. She had intraocular lens (iol) implant surgery in 2006. She would not release her doctor's information.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by phone on 03/02/2009 and 03/03/2009. Permission to contact the doctor was denied by the consumer at this time. This report was mailed to FDA on: 03/27/2009.